Manufacturer narrative:
Complaint no:(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was not further described. Peritonitis was manifested by abdominal pain, cloudy pd fluids, and a fever. On the same day of onset, the patient was hospitalized for the peritonitis event. The patient was treated with intraperitoneal imipenem and amikacin therapies (dose and frequency were unknown) for peritonitis. Eighteen days later, the patient discontinued the imipenem and amikacin therapies and was discharged from the hospital. The patient recovered from the peritonitis and dianeal therapies were ongoing. It was not reported if the patient was retrained on proper aseptic technique. Additional information was requested, but is not available at this time.